Manufacturer narrative:
The reported event was patient death. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies except for damage, consistent with procedural damage. The electrical testing did not find any indication of conductor fracture or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2024-73118. Related manufacturer reference number: 2017865-2024-73120. It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.